Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received information that this pt expired five days post implant procedure. The physician experienced difficulty in placing this system with appropriate numbers. This lead was eventually placed in the rv apex in a slightly proximal position with threshold measurements of 3.8 volts at 1 ms. During and after the implant procedure, the pt exhibited elevated potassium levels and metabolic issues, along with paroxysmal atrial tachycardia during the implant procedure. A device check following implant revealed rv pace impedance measurements of 860 ohms and no rv capture at maximum outputs. An x-ray showed no evidence of lead dislodgement. A temporary pacing system originally used when the pt had undergone mitral valve repair the week before this implant procedure was successfully returned to service. In the days following implant, the pt experienced respiratory distress and subsequent medical treatment. The temporary pacing system later failed to provide capture and pacing, and the pt eventually experienced terminal bradycardia. It was speculated that the mitral valve repair procedure may have resulted in tissue stunning that contributed to the pace sensing/capture issues. The lead was not explanted after the pt's death.